Manufacturer narrative:
Follow up information received on 10-oct-2016: quality-safety evaluation of product technical complaint (ptc) this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable company causality comment: this spontaneous case report was received from a regulatory authority and became a legal case upon follow-up. It refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pains in other parts if the pelvic area / severe pelvic pain. Additionally non serious events were reported. Plaintiff underwent surgery to remove the essure device. The event, seen as pelvic pain, is listed in the reference safety information for essure. After essure insertion back, pelvic and uncharacterized pain may occur. In this case, the event started after essure insertion procedure. Considering this information and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# (B)(6), awareness date 02-sep-2015). It refers to a female consumer of unspecified age in united states who had essure inserted in the summer of 2007 to keep from having any more children (she had 2 by that time). Immediately she had intense back pain and it hasn't stopped. The next thing she noticed was her discharge left a bleaching effect on her underwear, her hair was falling out, and she also developed a strange rash on the vulva of her vagina. All of that developed with 1 year of having essure inserted. Within the last few months she has been experiencing extreme fatigue, pains in other parts if the pelvic area, headaches, and swelling belly. She was perfectly healthy before essure. Ptc results and assessment received on 15-oct-2015: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded "unconfirmed quality defect." Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-up information was received on 06-sep-2016. A legal claim was received. This a legal case now. On or about (B)(6) 2007, plaintiff presented to her physician, to discuss her options for permanent contraception. On or about (B)(6) 2007, plaintiff underwent the essure procedure. Sometime after the procedure, plaintiff began experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, pain during intercourse, headaches, allergic reaction, mood swings, abdominal pain, migration of the device, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing severe pelvic and back pain, as well as fatigue and hair loss. On or about (B)(6) 2015, plaintiff underwent surgery to remove the essure device. Company causality comment: this spontaneous case report was received from a regulatory authority and became a legal case upon follow-up. It refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pains in other parts if the pelvic area / severe pelvic pain. Additionally non serious events were reported. Plaintiff underwent surgery to remove the essure device. The event, seen as pelvic pain, is listed in the reference safety information for essure. After essure insertion back, pelvic and uncharacterized pain may occur. In this case, the event started after essure insertion procedure. Considering this information and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. The product technical complaint analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) ) on (B)(4)2015. The most recent information was received on (B)(4)2018. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))") and genital haemorrhage ("abnormal bleeding general") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test.". The patient's past medical history included parity 2. Concurrent conditions included overweight. In 2007, the patient experienced back pain ("intense back pain and it hasn't stopped"). In july 2007, the patient had essure inserted. In august 2007, the patient experienced alopecia ("hair loss / hair falling out."). In 2008, the patient experienced vulvovaginal rash ("strange rash on the vulva of my vagina"). In august 2012, the patient experienced vaginal discharge ("discharge left a bleaching effect on her underwear / vaginal discharge"). On (B)(4)2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("extreme fatigue"), headache ("headaches,"), abdominal distension ("swelling belly") and weight increased ("weight gain"). The patient was treated with fluconazole (diflucan) and surgery (bilateral tubouterine implantation). Essure was removed on (B)(4)2015. At the time of the report, the fallopian tube perforation, back pain, vulvovaginal rash, headache and abdominal distension outcome was unknown and the genital haemorrhage, alopecia, fatigue, vaginal discharge and weight increased had resolved. The reporter considered abdominal distension, alopecia, back pain, fallopian tube perforation, fatigue, genital haemorrhage, headache, vaginal discharge, vulvovaginal rash and weight increased to be related to essure. The reporter commented: pelvic pain was recovered diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on(B)(4)2018: events added from pfs- abnormal bleeding (general), perforation (fallopian tube(s)), weight gain. Concomitant disease were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.